Manufacturer narrative:
The pod was received fully deployed. An 0x1c, pump has reached the pump expiration time, safety alarm was observed in the pod data. The device was confirmed to have run for 80 hours. No damages or deficiencies were observed that could have contributed to the reported infection at the infusion site. The cause of the reported infection at the infusion site could not be determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on their abdomen. Symptoms reported include hot skin, traveling rash, hard ball under skin, pain, and swelling. The patient was taken to the hospital where the site was diagnosed as an abscess. The patient had the abscess lanced and then received antibiotics (unspecified). The patient was discharged after 7 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.